Manufacturer narrative:
(B)(4). The insulin pump was received with damage display window cover, minor scratched lcd window, cracked keypad at select button, cracked case(battery tube), cracked case, cracked battery tube threads, faded serial number label, broken reservoir tube lip, missing reservoir tube o-ring and missing retainer. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the crack in the battery compartment. The customer's blood glucose level was unknown. It was also reported that the reservoir o ring and retainer ring was missing. The insulin pump will be returned for analysis.